Manufacturer narrative:
The four needles used in this cryoablation procedure were returned to the manufacturer for investigation. One out of the four needles (from lot t0013) failed electrical testing, with the other three needles electrical properties within specifications. Disassembly of the defective needle revealed the root cause of the event as damage of the insulation layer of the heater wire sustained during assembly. The needle lot manufacturing records for t0013 did not show any electrical malfunctions within the needle batch.

Event description:
Four cryoablation needles were used during a cryoablation procedure. During the active thaw (ithaw) cycle of the cryoablation procedure, the patient experienced an electric shock. The ithaw feature was turned off, and passive thaw was used to continue with the procedure. The case was completed with no reported injury to the patient. All four cryoablation needles were returned to the manufacturer for investigation.